Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string broke off during removal leaving the pessary inside and dry vaginal discomfort during use. She was unable to remove the pessary and had to visit the doctor for assistance. She experienced pain during removal. The doctor removed the pessary and the vaginal discomfort and pain resolved.